Event description:
Confirmed revision of pinnacle implants. Reason not provided, revision date confirmed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Information received from (B)(6). Confirmed revision of pinnacle implants. Reason not provided, revision date confirmed. Update 14 oct - product details received and updated no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of reported devices was not possible as they were not returned. Reason for revision was not provided and therefore no conclusions can be drawn. Further information regarding this report was not made available to customer quality. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.